Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed due to wear of angle wire, bending angle in up direction did not meet the standard value. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the play of up/down knob was out of the standard value due to wear of angle wire; there was peeling of adhesive around light guide and the paint on the suction cylinder; the connecting tube and the control unit had discoloration; the adhesive on bending section cover had a chip and the connecting tube had a wrinkle. Scratches were found on the connecting tube, scope connector cover unit, suction-connector, the protector of universal cord on suction-connector side, the protector of universal cord on control section side, the universal cord, the grip, the scope cover, forceps elevator, forceps elevator knob, up/down knob, right/left knob, the control unit, bending section cover and on the switch box. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the angle was down while using gastrointestinal videoscope. There was no report of patient harm associated with the event. The device was returned and evaluated. During the device evaluation found foreign objects inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.